Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported on (B)(6) 2022 by a facility representative via sems that an 5030-000 lag screw inserter broke during a procedure (intramedullary rodding trochanteric fracture). "Case was completed by using past method of 2-3 finger tightening in stead of torque limiting".

Manufacturer narrative:
Complaint confirmed. Upon visual evaluation it was noted that the locking key and pinch guard were dissembled from the device. The weld of pin that held it together had broken off. The pin was not returned for evaluation.